Event description:
It was reported that the during inspection, the n2 hose is fine but the recip mechanism in handpiece was seized. The unit appears to be working but had seized. There was no patient involvement. Due diligence is complete, there is no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.